Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that there was a difficulty recharging such that no more than 3 coupling bars could be achieved. It was later stated that 5% of the time, the patient could achieve all 8 coupling bars when charging but 60%-70% of the time she would get 0 coupling bars. The recharging best practice using the antenna was reviewed with the patient, but troubleshooting could not be performed due to a lack of access to the product. No symptoms were reported.

Event description:
Additional information received from a consumer reported they did not know how to use the recharger, but they had met with a manufacturer representative who showed them how to use the recharger. The patient stated the cause of not getting coupling was not lying down and not placing the recharger over the implantable neurostimulator (ins), but they were not sure why they had trouble getting the recharger working effectively. After meeting with the manufacturer representative, the patient felt better about using the recharger and charging the system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.